Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the light guide cable plug of the video cable section contains foreign material. Based on the results of the investigation, the most probable cause for the reported malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed a fog-free function error e104. The event occurred during inspection for use. There were no reports of patient involvement.